Manufacturer narrative:
The user reported that while using the medivators hf1200 hemofilter, a blood leak occurred and the patient lost approximately 100 ml of blood. It was reported that there was no harm to the patient. The patient did not experience any symptoms as a result of the blood loss and the reported event did not cause or contribute to any serious injury or deterioration of health. The reported filter was not returned and is not available for investigation. A batch review was performed and no anomalies were noted with the reported filter lot. Medivators will continue to monitor for similar events to ensure the product continues to perform as expected.

Event description:
The user facility reported that while using the medivators hf 1200 hemofilter, a fiber leak occurred during a patient procedure resulting in approximately 100ml of patient blood loss. It was reported that there was no harm to the patient. The patient did not experience any symptom as a result of the blood loss and no additional medical intervention was sought.